Event description:
It was reported that the device had an impedance abnormality. The abnormality was observed after the device was implanted in (B)(6) 2012, a replacement to another battery. The impedance pair case and electrode 2 increased from 871 ohms to 3417 ohms when the batteries were switched. The patient was going to enter the hospital on (B)(6), 2012, and depending on the situation a reoperation may be performed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received indicated that impedance measurements taken on (B)(6), 2012 showed normal values. The proposed re-operation was then canceled and the patient went on to use the device therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).